Event description:
The manufacturer received information alleging a patient became disconnected from the everflo oxygen concentrator and expired. The device is not returning to the manufacturer for evaluation. There was no allegation of device malfunction that caused or contributed to the patient's death. It was reported to the manufacturer that the device operated properly at the durable medical equipment (dme) supplier when tested. Product labeling states, "the device is not intended to be life supporting or life sustaining."